Manufacturer narrative:
Other applicable components are: product ID: 977c165, (B)(4) implanted: (B)(6) 2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the reason for the patient¿s battery heating remains unknown at this time; no troubleshooting was done. They stated that a CT scan was performed, and it was found that there is fluid surrounding the lead, which was causing the shocking. The patient was asked to return home and keep their device off until (B)(6) 2017. The patient¿s uncomfortable stimulation, battery heating, elevated impedances and shocking was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had their entire system explanted on the day of the call. Going into the procedure the surgeon was hoping to revise the lead, but when they got in there the patient had a 2-3 level long rip in the dura where the lead was. Because of the tear there was nothing to hold the surgical lead in place and the lead had migrated to the gutter. The bottom 2 contacts of the lead were the only ones that were still in the area where the lead was placed. The surgeon used a 3 layer style of patching to repair the dura. The caller stated that the surgeon used stitches, then staples for use in the dura, and then a foam pad with glue for the dura patch. Historically the patient was getting good benefit in the past when the system was working. The caller indicated that they may retrial the patient in the future using a different area to place the leads. The caller also noted that the patient asked to have the ins and leads post explant. The leads and device were submerged in saline and an antibiotic solution and given to the patient. It was unknown why the patient wanted the ins and leads. No further complications were reported or anticipated.

Event description:
A manufacturer representative reported that patient was given programming and at first it was comfortable and providing benefit but as they left stimulation on, patient started to experience uncomfortable stimulation in their abdomen and patient had to turn voltage from 0.6 down to 0.1 but they were still feeling uncomfortable stimulation in left abdomen. Patient stated that in the beginning stimulation was ok and doable but wasn't giving them the coverage. Overstimulation was reported. Representative indicated patient used group e (67%) and group d (37%) and issue only occurs with group e. Patient indicated that sensation feels like it is ripping through their stomach and they don't feel stimulation in any other areas when this occurs. They obtained ap and lateral x-rays and lead looks straight midline and maybe slightly off to the right but still posterior. The patient tried turning the implantable neurostimulator (ins) off for an hour and then on for 2 hours to see if that helped and at that point they noticed the battery was heating up and became uncomfortably hot. The representative ran impedances at 0.25v and no electrodes were out of range and after checking different reference electrodes the averages were around 800-1500 ohms with contact 8 being slightlyelevated around 1100-1500 ohms. The representative ran impedances at 0.7v which was barely tolerable for the patient and got similar results - no out of range electrodes and similar averages around 700-1500 ohms with contact 8 being higher than the others. The representative turned stimulation on t o group e to just above a comfortable level and palpated along the system and when they pressed hard on the upper left corner of the ins, patient felt a shock down side of their left leg. In the background on the call, the patient mention something being sore or t ender as well. The representative then ran impedances at 0.25v but again, nothing was out of range and nothing looked out of the ordinary from the initial impedance measurements and the same contacts were still running a little higher than the others. The representative indicated that since e has been on during the call, they didn't think it was heating up at all. It was suggested that they try reprogramming to avoid the area that group e is currently using and use electrodes that don't have elevated impedances. It was reviewed that heating may be part of the patient's healing process or it may be something more medical in nature (patient's anatomy, position in pocket, etc.) That the physician will need to assess. The representative indicated patient will be seen again tomorrow and possibly have CT scan. No further complications were reported. The indication for implant was non-malignant pain and failed back surgery syndrome.